Event description:
Philips received a complaint from customer biomed, reporting the v60 ventilator shut off while in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and advised replacing the power management (pm) printed circuit board assembly (pcba) as the recommended correction. A philips authorized service provider (asp) evaluated the device and replaced the pm pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.